Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked battery tube threads and a cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed motor error and had a blank display. The blood glucose reading was 208 mg/dl. The customer stated that she was drinking a cup of coffee and got a vibration. She noted that the screen was dead and had no power; the issue was resolved by a battery replacement, but the customer did not trust the device. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.